Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that they put the leads back in wrong again. Patient shared that she had been given steroids. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2018-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that "they put the leads back in wrong again" and shared that she has been given steroids. Unable to gather dates and additional information due to pt being very escalated and giving the phone to a nurse. Patient brought up same issue on call and reported that both of her leads were placed wrong, too high, when they were implanted. Patient said because of this ever since she had the intellis device she felt stimulation too high in her body. Patient said that she met with two manufacturing representatives (rep)s on (B)(6) 2021 that were sent over for reprogramming that was done on both her stimulators (patient has stimulator for thoracic and lumbar area). Patient said that the rep pulled down the stimulation as much as they could but didn't completely get stimulation where it needed to be. Patient said that stimulation should be along the waste line to help with her legs but she was getting stimulation in her stomach because the leads were too high. Patient said this could only be fixed with a lead revision but because of covid the managing dr. For the device didn't know yet when the surgery could be performed. Patient met with reps for reprogramming. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Hcp is aware of patient's issues.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead was and is in good position. The patient needed reprogramming of stimulation. The patient was reprogrammed and the issue resolved. No further complications were reported or anticipated.